Event description:
It was reported that during a rotational atherectomy treatment procedure, unstable speed occurred. The 99% stenotic lesion was located in the calcified and moderately tortuous mid right coronary artery. The physician advanced the 1.50mm rotablator rotalink burr to the lesion and during ablation the rational speed became unstable. The procedure was completed with another 1.50mm rotablator rotalink burr. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hand assisted colon resection procedure, the seal was leaking. It is unknown if the trocar was replaced or if they continued to use it. No other details of the event are known. No patient impact reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.